Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the complaint regarding clip application was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was using a medium-large clip applier instrument and had difficulty applying the clips. The use of the instrument was discontinued, and it was replaced with a backup. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there were no apparent issues prior to use. The incident occurred while loading the clip onto the clip applier. The issue was related to an unsuccessful clip application. The clips used were teleflex hem-o-clips med-large. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The incident occurred on the 1st application. The customer used a backup instrument to resolve the issue. The instrument has been returned. There are no photos and/or videos of this event available for isi review.